Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited high defibrillation impedance. The lead was not used and replaced with new lead. Patient was recovering.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.